Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. Conclusion: device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received info alleging a ventilator's display screen was cracked. There was no harm or injury reported.